Manufacturer narrative:
The end piece came off completely but it was not returned with the sheath. There are scratches on the shaft proper; the weld that attaches base of shaft into locking/irrigation section has deteriorated. The stopcocks have corrosion and matter coating the inside of the locknuts; there is also rusting on the outside of the nuts. There is corrosion on screw end of the stopcocks. This instrument may have come into contact with an improper cleaning chemical. Also, general maintenance appears inadequate.